Event description:
The recipient is reportedly electing for revision surgery. The recipient is a non user of the device. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed exposed electrode wires above the electrode ground ring. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. However, this device has an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not re-implanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.